Event description:
A caller reported experiencing alarm 2 followed by alarm 26; however, there was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. To resolve the issue, the customer changed the infusion set and cartridge before resuming insulin delivery.